Event description:
A healthcare professional reported that, approximately three minutes into a vitrectomy procedure, a vitrectomy probe suddenly lost its cutting function. The pressure regulation function of the ophthalmic system connected to the nitrogen cylinder was abnormal, resulting in unstable pressure control and abnormal system pressure readings. The probe was replaced, and the procedure was completed. Details regarding patient impact were not reported. This report pertains to the ophthalmic system involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.